Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented for clinical follow-up due to a pocket infection, with associated pocket redness. The infection was device and procedure related as the infection occurred post generator change. The entire system, including the implantable cardioverter defibrillator, right ventricular lead, and right atrial lead, was explanted. The patient was in a stable condition.